Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical product: 31-555500-straight exact broach handle-405030. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05330. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial tha, the broach got stuck in the canal. The slap hammer was attached to the broach handle and used to extract the stuck broach. Once the broach was out the broach handle and slap hammer were fused together not being able to be taken apart. Attempts have been made and additional information on the reported event is unavailable at this time.